Event description:
It was reported that the colonovideoscope had b30 error. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, it is likely the following led to the malfunction: the b30 error was cause was due to fluid invasion on scope connector due to a damaged ethylene oxide (gas) valve (eto valve). The most probable cause of complaints was component failure; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.